Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that there was difficulty in changing the settings. The pump was unavailable for review at the time of the initial call to animas. In subsequent communication with animas, caller reported that the rubber keypad was torn and that the ¿up arrow¿, ¿down arrow¿ and ¿ok¿ buttons were responding intermittently about a month prior. Reporter stated that there was no moisture ingress in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was peeling and the keypad contacts were exposed. All the buttons responded intermittently. Removal of the keypad cover found the ¿up¿, ¿down¿ and ¿ok¿ button contacts inverted and contamination was found on all the button contacts. Unrelated to the keypad button issue, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. In addition the battery compartment was found to be cracked.